Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the table intermittently froze thereby necessitating a reboot to restore functionality. This is a lock up situation the customer described. There is no reports of pt injury or death associated with this event.